Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The customer reported a signal loss issue resulting in not being able to receive high and low glucose alarm notifications with sensor readings. Libre 3 sensor was successfully activated and received high and low glucose alarm readings and notifications. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. The sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The sensor was activated with a known good reader and the bluetooth connection was successful. The current was applied to the sensor to perform linearity testing while in the test fixture. Reader settings were configured through masterm. The reader was wrapped in aluminum foil to stimulate signal loss massage. Signal loss message was did not displayed. An extended investigation was performed. Visual investigation has been performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor was reprogrammed to state 1. Returned sensor was scanned and connected to debug application to receive ble (bluetooth) packets and the ble packets were appeared on the app screen. The generation of ble packets indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with phone application (xiaomi x3, android os 13) and unk app version . The customer therefore was unaware of changes in glucose levels and stated they briefly lost consciousness. A third-party measured customer' glucose and treated customer with grape sugar (dextrose). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with phone application (xiaomi x3, android os 13). The customer therefore was unaware of changes in glucose levels and stated they briefly lost consciousness. A third-party measured customer' glucose and treated customer with grape sugar (dextrose). There was no report of death or permanent injury associated with this event.